Event description:
It was reported via medwatch report #mw5096523 that a patient received a burn in the mouth, during a procedure in which the device was in use. No additional information was provided.

Manufacturer narrative:
Correction: b2 this correction is being filed to update outcomes attributed to the adverse event.

Manufacturer narrative:
Product not returned for evaluation.

Event description:
It was reported via medwatch report #mw5096523 that a patient received a burn in the mouth, during a procedure in which the device was in use. No additional information was provided.